Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that implantable loop recorder (ilr) was recording false at (atrial tachycardia) episodes. The at detection portion of the device was turned off and ilr remains in use. No patient complications have been reported as a result of this event.